Event description:
The customer observed false reactive alinity I toxo igg results generated for multiple patient samples. The following data was provided: on (B)(6) 2025, sample ID (B)(6), initial result = 6.4 iu/ml, repeat results = 0.0 iu/ml, 0.1 iu/ml, sample ID (B)(6), initial result = 7.5 iu/ml, repeat results = 0.3 iu/ml, 0.0 iu/ml, sample ID (B)(6), initial result = 5.7 iu/ml, repeat results = 0.2 iu/ml, 0.1 iu/ml, sample ID (B)(6), initial result = 12.0 iu/ml, repeat results = 0.7 iu/ml, 0.8 iu/ml. On (B)(6) 2025, sample ID (B)(6), initial result = 15.8 iu/ml, repeat result = 0.2 iu/ml, sample ID (B)(6), initial result = 1.6 iu/ml, repeat result = 0.1 iu/ml, sample ID (B)(6), initial result = 1.6 iu/ml, repeat result = 0.0 iu/ml. On (B)(6) 2025, sample ID (B)(6), initial result = 1.9 iu/ml, repeat result = 0.1 iu/ml. On (B)(6) 2025, sample ID (B)(6), initial result = 9.2 iu/ml, repeat results = 0.1 iu/ml, 0.1 iu/ml, sample ID (B)(6), initial result = 2.2 iu/ml, repeat results = 0.0 iu/ml. On (B)(6) 2025, sample ID (B)(6), initial result = 3.0 iu/ml, repeat result = 0.8 iu/ml . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Additional information section h4 - device MFR date. The instrument was inspected and the alinity pipettor probes were replaced which resolved the issue. No additional result issues have been reported since the parts were replaced. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the customer reported event. Additionally review of complaint and trending data associated with the alinity pipettor probes did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number ai25080, or the alinity pipettor probes was identified.

Event description:
The customer observed false reactive alinity I toxo igg results generated for multiple patient samples. The following data was provided: (B)(6) 2025 sample ID (B)(6) initial result = 6.4 iu/ml, repeat results = 0.0 iu/ml, 0.1 iu/ml. Sample ID (B)(6) initial result = 7.5 iu/ml, repeat results = 0.3 iu/ml, 0.0 iu/ml. Sample ID (B)(6) initial result = 5.7 iu/ml, repeat results = 0.2 iu/ml, 0.1 iu/ml. Sample ID (B)(6) initial result = 12.0 iu/ml, repeat results = 0.7 iu/ml, 0.8 iu/ml. (B)(6) 2025 sample ID (B)(6) initial result = 15.8 iu/ml, repeat result = 0.2 iu/ml. Sample ID (B)(6) initial result = 1.6 iu/ml, repeat result = 0.1 iu/ml. Sample ID (B)(6) initial result = 1.6 iu/ml, repeat result = 0.0 iu/ml. (B)(6) 2025 sample ID (B)(6) initial result = 1.9 iu/ml, repeat result = 0.1 iu/ml. (B)(6) 2025 sample ID (B)(6) initial result = 9.2 iu/ml, repeat results = 0.1 iu/ml, 0.1 iu/ml. Sample ID (B)(6) initial result = 2.2 iu/ml, repeat results = 0.0 iu/ml. (B)(6) 2025 sample ID (B)(6) initial result = 3.0 iu/ml, repeat result = 0.8 iu/ml. No impact to patient management was reported.